Manufacturer narrative:
This report is being supplemented to provide a correction to d9.

Event description:
A customer reported to olympus poor air and water supply with the gastrointestinal videoscope during preparation for use. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign matter due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of poor air and water supply was not confirmed. In addition to evaluation in b5, the adhesive around light guide lens was peeled. Adhesive on bending section cover had white-clouded area. Paint on air water cylinder was peeled. Adhesives around objective lens had white-clouded area. The adhesive around the light guide lens was peeled. Connecting tube had a dent. Reprocessing subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The foreign material was unable to be identified. The root cause of the foreign material remaining in the subject device was unable to be identified. The operation manual provides the following: ¿[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] [inspection of the water feeding function] 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.